Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened and 1 open pouches. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market, there are no units in stock. We have received an open and unused sample with the needle detached from the thread and the thread still wound on the pack. Tightness test to the closed sample received has been performed and the unit is tight. Tested the needle attachment strength of the closed sample received and the result fulfills the OEM requirements. Taking into account that no other customer complaints have been received concerning this issue for this code batch, this is considered an isolated unit. Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the thread detached from the needle during an implant. No harm to the patient was reported. Delay in surgery less than 15 minutes.